Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that they suspected a pocket fill occurred that day. It was indicated that imaging was used to estimate the pump volume. Pump x-ray images were submitted at the time of the report to discuss if the pump appeared to be full or empty. It was reviewed with the manufacturer's representative that the imaging was consistent with approximately 10 ml in the pump reservoir. It was noted that the patient received only one ¿small dose¿ of narcan which did not affect the patient much. The patient had a low heart rate in the hospital and was released on friday evening. It was indicated that the pump was set to minimum rate shortly after the concern of the potential pocket fill. It was reported on 2017-jun-09 that the pump remained at minimum rate and that the patient was complaining of increased pain with the pump at minimum rate. The patient¿s heart rate was still low but not as low as when the patient was admitted. It was reported that therapy would not be reinitiated as the pump had a successful spinal cord stimulation (scs) trail and was debating having the pump explanted at the same time but this plan had not been finalized. It was indicated that the hospital was in disbelief that this could be a pocket fill as they believe that the patient¿s reaction would have been more severe and that they did not want to access the pump to confirm the contents. It was indicated that the representative had no further information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.